Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to erosion.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.